Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the physician attempted to implant cylinders but was unable to seat proximally due to potential crossover and proximal perforation. The procedure was aborted due to this event.

Event description:
It was reported that the physician attempted to implant cylinders but was unable to seat proximally due to potential crossover and proximal perforation. The procedure was aborted due to this event.